Manufacturer narrative:
Analysis is taken from a trending report of evaluations or adverse events finalized (B)(4) 2011. The data presented is from three different product applications. The report states that there are no significant trends. Convatec is submitting this report as a result of remediation activities related to the FDA 483 issued april 16, 2014. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.

Event description:
The patient reported open, itchy and weeping skin all around tape collar. The patient has attempted to treat the affected area by using barrier wipes, stoma powder and topical antihistamine. Outcome not noted.